Event description:
Complainant alleged that during the incoming inspection of the product, the device's energy increase button decreased the energy and the energy decrease button discharged the energy. The complainant indicated that there was no pt involvement in the reported failure.